Event description:
It was reported the battery drawer does not spring open and does not open all the way. The biomed stated release button after cleaning operates good and easy to release but drawer does not spring out enough and need to use fingernail to pull drawer out all the way. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).